Manufacturer narrative:
(B)(4).the insulin pump was received with cracked case at display window corners and battery tube threads. The device was received with severely scratched display window.

Event description:
Customer reported a crack on the top of her insulin pump. Customer's blood glucose was 80 mg/dl. The customer stated the crack starts at the battery compartment of her insulin pump. The customer was unaware of how the damage had occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.